Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2014 and (B)(6) 2015. The treatments were applied to the patients lower abdomen, bra region and upper arms using coolcore, coolcurve+ and coolfit applicators. Descriptions of the use of applicators was not provided, so it is unclear which areas were treated with each applicator on each date. It was reported that the treatment on (B)(6) 2014 involved a treatment to the bra region using coolcurve+ applicators and on (B)(6) 2015 to the bra region using a coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the bra region on an unknown date after treatment, diagnosed on (B)(6) 2015. The assessing provider reported "there was circumscribed swelling and firm texture at the bra region. Compared to adjacent tissue, the ph treated area felt firm and tender."

Manufacturer narrative:
H.9 correction removal numbers continued: z-1348-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 and (B)(6) 2015. The treatments were applied to the patients lower abdomen, bra region and upper arms using coolcore, coolcurve+ and coolfit applicators. Descriptions of the use of applicators was not provided, so it is unclear which areas were treated with each applicator on each date. It was reported that the treatment on (B)(6) 2014 involved a treatment to the bra region using coolcurve+ applicators and on (B)(6) 2015 to the bra region using a coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the bra region on an unknown date after treatment, diagnosed on (B)(6) 2015. The assessing provider reported "there was circumscribed swelling and firm texture at the bra region. Compared to adjacent tissue, the ph treated area felt firm and tender."